Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture along with high capture thresholds. Additionally, the patient experienced symptoms. Reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture along with high capture thresholds. Additionally, the patient experienced symptoms. Reprogramming efforts were performed. Subsequently, a revision procedure was performed and the lv was explanted and replaced. No additional adverse patient effects were reported.